Event description:
It was reported that the pt developed a fibrin membrane on the anterior surface of the akreos mi60l lens approx three weeks after implantation. The lens appeared to have vaulted posteriorly secondary to shrinkage of the anterior capsule, causing the pt to be hyperopic. A yag was performed and the pt's bcva improved to 20/20. According to the surgeon, the pt's current status is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.